Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse went through the system completely. The fse ran a passing leak test. The fse ran two cycles that completed. The fse did not notice any peroxide inside the chamber from the two cycles. The unit met specifications. Reference MDR 2084725-2009-00011.

Event description:
The asp field service engineer (fse) received a burn and skin discoloration on both of his hands after handling a processed ziplock bag that was used to pouch instruments. The fse found the unit to be working properly. The fse's symptoms have resolved.